Manufacturer narrative:
As reported in a research article, mechanical mitral valve thrombosis caused by improper doac treatment. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: mechanical mitral valve thrombosis caused by improper doac treatment ¿ a near-tragic event.

Event description:
The article, "mechanical mitral valve thrombosis caused by improper doac treatment ¿ a near-tragic event", was reviewed. The article presented a case study of a 54-year-old female patient with a history of persistent exercise intolerance and exertional retrosternal chest pain. It was reported that on an unknown date in 2021, a 27mm masters mitral mechanical valve was chosen for mitral valve replacement. On an unknown date, the patient was admitted due to due to an upper respiratory infection, with a history of persistent exercise intolerance and exertional retrosternal chest pain worsening over recent days. Upon questioning, the patient admitted to self-initiated apixaban therapy for 33 months contrary to her cardiologist's advice. Transthoracic echocardiography (tte) revealed elevated mitral gradient (20mmhg) and suspected immobilization of the anterior disc with the posterior disc partially mobile. Echogenic masses consistent with thrombus formation were observed with no signs of infective endocarditis. A decision was made to perform redo-mitral valve replacement. Intraoperatively, it was confirmed the 27mm masters valve was obstructed by fibrotic thrombi. The valve was explanted and replaced with a second 27mm masters mitral mechanical valve. [The primary and corresponding author was magdalena mostowik, department of cardiovascular surgery and transplantation, st. John paul ii hospital, pradnicka 80, 31¿202 kraków, poland, with corresponding e-mail: magda.mostowik@gmail.com].